Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that discrepant results were generated on the architect c8000. Initial incorrect results retested as expected. The following examples were provided. Magnesium: initial result of <0.25 mmol/l retested at 0.82 mmol/l lithium: initial result of 3.1 mmol/l retested at 0.5, 0.4, 0.5 mmol/l the initial results were reported out of the laboratory. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and performed multiple troubleshooting procedures. However, a definitive part was not identified as the likely cause of the issue. An instrument service history review revealed no additional erratic or discrepant patient results reported for c803731, as described in this complaint. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review determined no adverse trend for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency was identified.